Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power. A field service engineer inspected the unit, found that the station was not powering on because the power cable was not properly connected. Corrected the cabling and adjusted the drawers, after which the station successfully booted up and became accessible. Noted that the pyxibus cable had been pinched in the auxiliary area, then replaced it with a new drawer seven pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the system screen was black and there was no power to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.